Event description:
It was reported when the device was used during a gastric bypass surgery procedure, the left side of staple line did not form when the device was fired across the mesentary. The case was completed with another device. There was no patient consequence.